Event description:
The patient reported that their tens unit bothered their back during the trial, and that they experienced a tweaking/shocking sensation in their backside when they turned the unit on. The patient also reported that they stopped using the tens unit. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).